Manufacturer narrative:
B2 date of death and b3 date of event: data was provided for events recorded 01jan2019-31mar2024. 01jan2019 selected as the earliest possible date of event and date of death. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.

Event description:
Boston scientific performed a retrospective data analysis on trapper using the pinc ai healthcare database from premier. Patients are identified through use of trapper as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from (B)(6) 2019 to (B)(6) 2024. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Trapper outcomes were assessed against trapit and runthrough. Rates of the adverse events including death, myocardial infarction, pericardial effusion, cardiac tamponade, acute renal failure, contrast allergy, bleeding, embolism and stroke are reported. A total of 1879 patients underwent a procedure using trapper. The following is a summary of those results over 5 years (january 2019 - march 2024): mortality rates trapper cases: 59 out of 1879 patients resulting in a rate of 3.14%, compared to the competitor rate of 2.41%-3.06%. Mortality rates for trapper cases are higher than that of competitors. The 95% confidence interval for trapper cases overlaps with the competitors 95% confidence interval. Rates for mortality are therefore comparable to those of the competitive products and are therefore acceptable.